Event description:
Removal of embedded, fractured and separated struts gunther tulip retrievable femoral approach william cook europe (B)(4) cook medical (B)(4). Device was implanted bedside 2009 while comatose left unreported and undocumented. Discovered in my body (B)(6) 2014 (B)(6) hospital sister facility to (B)(6) medical center (B)(6). After a long search for any medical establishment to provide services on damaged device. (B)(6) dr. (B)(6) endorsed by cook medical sense 2010 grabbed the opportunity for removal. Though in only one aspect to redact and eliminate all relevance to cook medicals ivc filter causing any harm or any relation to my serious painful symptoms and now what has become at highly morbid outcome for my future. Device removed by dr. (B)(6) 2015. Post surgery complications ignored no follow up and I became increasingly symptomatic for all signs leading to something being seriously wrong. Leading to the total shutdown of my liver, my vena cava damaged oxygenated blood is not circulating my body. I am dying from the inside out. A very healthy (B)(6) female prior to needing ivc filter removal also embedded in lombard l2 the back pain was and is intense. I spent a year in bed after surgery once I made the attempt to resume my life and work the symptoms started. Very hard to diagnose when the acting physician redacts and fails to forward and disclose events of past CT's and reports. Mocked if you will as over reactive and "symptoms in his interpretation are not related to device less than never addressing the device as the gunther tulip retrievable ivc filter, but constant statements of patient symptoms are not contributory. Now near incapacitated. I switched health care providers, doctors and all related medical facilities in my area. The new medical team has diagnosed pulmonary hypertension - damaged vena cava post ivc filter removal. Incurable progressive I am 2 years into a 3 year life prognosis. What would have been prevented if the concealment of relative changes in my body where pro acted upon. I just received this diagnosis 3 weeks ago. So outlook is good for dr. (B)(6)and cook medical I won't be here for any litigation's or benefits thereof. However it should be documented. Thank you (B)(6).